Event description:
The customer reported that a philips intellivue info center (piic) lost the signal at one time. There was no report of pt involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.